Event description:
I performed an uneventful breast augmentation on this (B)(6) y/o patient on (B)(6) 2020 and used the inplant funnel to insert her breast implants per the manufacturer's instructions. On pod#17, she presented with left-sided breast pain and draining wound. I took her back to the operating room for washout and implant removal. I had an almost exact situation happen on 4 of 8 breast augmentations I performed during a 1 week period. Cultures were taken from all implant pockets and none have grown bacteria. After discussion with other surgeons that had a similar experience with their patients during this time period, the inplant funnel was the only commonality among all cases (different surgeons, different facilities, different cities, different implant manufacturers, different irrigation solutions). Therefore, I strongly believe this problem is the result of some sort of contamination of the inplant funnel. FDA safety report ID# (B)(4).